Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo and a video were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2026) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of an ultrasound-guided percutaneous transhepatic cholangio drainage catheter placement procedure, the length of trocar needle was allegedly shorter than the catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. Two electronic photos and one video were provided for review. The photos and video show the tip cannot extend through the tip of the catheter and shows the defect exist. However, without the physical sample to review it is not possible to definitively confirm whether or not the complaint is manufacturing related. Therefore, the investigation is inconclusive for the reported shorter trocar needle length issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of an ultrasound-guided percutaneous transhepatic cholangio drainage catheter placement procedure, the length of trocar needle was allegedly shorter than the catheter. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that during the preparation of an ultrasound-guided percutaneous transhepatic cholangio drainage catheter placement procedure; the length of trocar needle was allegedly shorter than the catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. Two electronic photos and one video were provided for review. The photos and video show the needle tip cannot extend through the tip of the catheter and shows the defect exist. Therefore, the investigation is confirmed for the reported defective component. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, result). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.